Event description:
It was reported that viewable atrial tachy response (atr) episodes recorded in january showed noise oversensing on the atrial lead. The patient was brought into the clinic and the device was interrogated which showed normal values on the atrial channel and thus no changes were made. The patient will continue to be monitored. No adverse patient effects were reported. The device remains implanted. Additional information noted that an alert was triggered due to out of range low pace impedance measurements as well as noise and oversensing on the right atrial (ra) lead with false atrial tachy response (atr) detection. The device remains implanted.

Event description:
It was reported that viewable atrial tachy response (atr) episodes recorded in january showed noise oversensing on the atrial lead. The patient was brought into the clinic and the device was interrogated which showed normal values on the atrial channel and thus no changes were made. The patient will continue to be monitored. No adverse patient effects were reported. The device remains implanted.